Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high pacing impedance. The pulse generator and the lead were explanted. The patient tolerated the procedure well and would be followed normally.